Event description:
Caller alleged discrepant results with the inratio meter compared to lab. Results as follows. Last dose of lovenox was received on (B)(6) 2012.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s)) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 3.7, ref: 1.5, mean: 2.6, confidence limits: (1.6 - 3.4), result: fail. Reported results are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported additional result for another different date of testing ((B)(6) 2012). A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of the reported results is appropriate. User reported results from (B)(6) 2012, user was on lovenox therapy. Lovenox is a member of a class of anti-thrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." No further analysis of these results is appropriate given the off-label use of the product. No product associated with the complaint is expected for return. No strip lot info provided. No further investigation is possible. No corrective action required at this time as no product deficiency was established.